Manufacturer narrative:
This report is for an unknown quantity of trauma insertion handles. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Hospital facility information is unknown. The incident was reported by a surgeon during a meeting with a company representative from research & design. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown number of devices had difficulty locking, an unknown number of devices provided inaccurate measure of head element length, and an unknown number of bulky/thick carbon fiber insertion handles hit the top of the greater trochanter preventing further insertion of the nail. This information was reported to research and development by a surgeon during a meeting. These issues occurred during separate unknown cases. No patients were harmed and no instruments were damaged. Surgical delays were reported, but the exact lengths of delay are unknown. The items were assessed for reportability based upon the limited information provided by the reporter. At this time, the only items determined to be reportable are the unknown insertion handles. This report is for an unknown quantity of trauma insertion handles. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Added adverse event based upon the following rationale: the information in this complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.